Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Since the valve has been implanted for over four years, it¿s very unlikely that the stenosis is due to any potential manufacturing issue. The valve remains implanted. Without the return of the valve for analysis, a root cause of the regurgitation cannot be determined. Regurgitation related risks are addressed in the current risk management file. This report is being submitted as part of a historic clinical review of events contained within the melody tpv: (B)(6) study.

Event description:
Medtronic received information that 4 years 2 months post implant of this bioprosthetic valved conduit in the pulmonary position, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.